Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range right atrial (ra) pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without further complication. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this device was electively replaced during a lead replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.